Manufacturer narrative:
(B)(4). To date the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had the haptic that appeared stuck to the side of the optic after insertion into the patient's eye. It was also reported taking a very long time for the haptic to unfold and it looked as if the haptic was stuck to the rear side of the optic. No patient injury reported and to date the lens remains implanted. The delivery system is available for evaluation.

Manufacturer narrative:
The preloaded insertion system (model pcb00) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger was in a fully advanced position and the cartridge was fully engaged into lower body of the pcb00 device. Residues of viscoelastics (ovd) were observed in the cartridge. The intraocular lens was not returned, as to date it remains implanted. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.